Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult dual-heated with evaqua breathing circuit had a tear in the expiratory (evaqua) limb. The tear was found prior to patient use. The hospital reported that the circuit was tested for leaks prior to setup and no faults were found; the circuits performed normally. It was reported that the hospital was using third-party circuit hangers which may have punctured the tubing when the circuit was manipulated for placement.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated with evaqua breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is (B)(4). Methods: the returned rt340 adult breathing circuit was visually inspected for damage and was pressure tested for leaks. Results: the visual inspection revealed a hole in the evaqua tube of the returned breathing circuit. The breathing circuit failed the pressure leak test as it was leaking from the hole in the tubing. A lot check revealed no other complaints of this nature for lot number 10104. Conclusion: based on our evaluation of the returned breathing circuit, the circuit was punctured by a blunt object, creating a hole and resulting in the reported damage. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 breathing circuit had a tear in the expiratory (evaqua) limb. The tear was found prior to patient use. The hospital reported that the circuit was tested for leaks prior to setup and no faults were found; the circuits performed normally. It was reported that the hospital was using third-party circuit hangers which may have punctured the tubing when the circuit was manipulated for placement.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.